Manufacturer narrative:
Analysis did not confirm premature battery depletion. Based on all available parameter and usage information, device longevity was within the expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up, the patient's pacemaker exhibited premature eri. As a result, the pacemaker was explanted and replaced. No patient symptoms were reported.